Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience alpine 2.25 x 18 referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified first diagonal artery. A 2.25 x 18 mm xience alpine stent delivery system could not advance over a balance middleweight (bmw) guide wire and the stent delivery system got stuck. The devices were removed as a single unit. The procedure was completed using new devices. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position was confirmed. The difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.